Manufacturer narrative:
Device component is en route to arjohuntleigh for investigation. Further information will be provided upon conclusion of the manufacturer's investigation.

Event description:
It was reported that the physio asked the patient to lie down on his back on the akron streamline couch; the patient lay down and then was asked to slide down a few inches to free his shoulder from the pillow. At this point, the backrest collapsed down to a 7 o'clock position, and the patient then started to slide backward towards the collapsed backrest. His legs and hips started to raise in the air as he was falling backwards off the couch; his body twisted and the patient came off the couch in a backwards roll movement to the left and landed on the floor. No serious injury was reported.